Event description:
A pixel issue on the pump display was reported, which affected the customer's ability to clearly see or read the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump to resolve the issue.